Event description:
The physician was treating a thoracic aortic aneurysm patient who presented with very calcific common and external iliac arteries. A conduit was planned; however, the physician suspected anastomosis may be too difficult, due to the calcific condition of the vessels. A cut down was performed on the left common iliac vessel and a prolene purse string was used to give greater access to the vessel. The introducer sheath was inserted and a tg3715 device was successfully implanted. Toward the close of the procedure and the withdrawl of the sheath, the patient's iliac artery tore. The patient experienced a 2500cc blood loss. A retroperitoneal incision was made and the torn artery was repaired. The patient's condition was stable following the procedure.